Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had a urinary tract infection (uti). She was in the healthcare provider's (hcp) office on (B)(6) 2016 to receive antibiotics. The rep did not know when the uti started. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient assumed the urinary tract infection (uti) had been resolved since they took the prescribed antibiotics for the prescribed time. If the cause of the uti had been determined, the patient was never informed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.